Event description:
Multiple aim beams were observed firing from the tip of the fiber at 272, 156 joules during prostate vaporization. The fiber cap was not visibly fractured. The case was completed with another fiber. There was no harm to the pt.